Event description:
It was reported that the display is blank and that it lights up with a blue screen but without any displayed data. No patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.